Manufacturer narrative:
(B)(6) medical instruments corp. (B)(6) has shown that a similar issue has been reported as a serious injury for the last two (2) years. In accordance with the FDA guidance document medical device reporting for manufacturers, an MDR would be required. Therefore, we are submitting this case as a reportable malfunction.

Event description:
According to the information received, the "unit stopped working in the middle of a case." There was a reported delay of 15 minutes after the pump was restarted. However, the scheduled case was completed without any injury or unacceptable risk to the patient.